Event description:
Patient was revised to address stem loosening and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report, identified as a corail femoral stem was also not returned. The distribution lot code was not provided. The investigation could not draw any conclusions as to root cause for the reported stem loosening. Based on the inability to determine a root cause for the loose stem, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.